Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain dreamstation bipap avaps30 device. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles were observed in the water tank of the device. The patient also alleges the device stopped working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.